Event description:
It was reported that the radial artery catheter's arterial line had to be replaced due to a leakage of blood after it was in use. The femoral approach was used. Blood was leaking at the black hub of the catheter and the clear sleeve over the hub. A blood transfusion was required, but was noted it may have been necessary due to a post-op cardiac procedure. There were no pt complications reported.

Manufacturer narrative:
Device will not be returned for eval. A follow-up report will be filed if more info becomes available.